Event description:
It was reported that the patient implanted with the obtryx halo device experienced an unspecified injury. Subsequently, the patient underwent a revision of the mid-urethral sling and cystoscopy procedures.

Manufacturer narrative:
Block h2: additional information. Blocks a3a (sex), a3b (gender), and d4 (unique identifier (UDI) #) has been updated based on the additional information received on march 30, 2025. Block b3 date of event: the exact event onset date is unknown. The provided event date of august 19, 2021, was chosen as the best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: the patient code e2401 captures the reportable event of unspecified injury. The impact code f1905 captures the reportable event of mesh revision surgery.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as the best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: the patient code e2401 captures the reportable event of unspecified injury. The impact code f1905 captures the reportable event of mesh revision surgery.

Event description:
It was reported that the patient implanted with the obtryx halo device experienced an unspecified injury. Subsequently, the patient underwent a revision of the mid-urethral sling and cystoscopy procedures.